Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709 , serial#: unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Product ID: 8578, serial/lot #: (B)(4), ubd: 22-mar-2019, UDI#: (B)(4). Product ID: 8709, serial/lot #: unknown, ubd: 22-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 9 mg/ml of saline at 0.5 mg/day via an implantable pump for non-malignant pain. It was reported the catheter was in the epidural space. The patient reported an increase in low back pain. The cause of this event was reported as undetermined. Per the healthcare provider (hcp), imaging was taken of the catheter tip in the epidural space with an end tip granuloma. The exact date was unknown. Per the patient, the imaging was done three months earlier, relative to (B)(6) 2019. The patient's catheters were replaced on (B)(6) 2019 and replaced with a new 8780 catheter. It was noted the patient had two catheters and the serial number of the 8709 catheter was unknown. The explanted catheters had been discarded by the hcp. It was reported the issue was resolved as of (B)(6) 2019. It was noted the patient was receiving saline prior to and post surgery. The patient planned to follow-up with their pain management hcp for intrathecal pain medication. The patient's status was provided as alive, no injury. No further complications were reported or anticipated.